Manufacturer narrative:
The device was dimensionally verified to be conforming to print. The intended use of the locking driver is to have a tight interface with the lock. The lock should have been verified to be in the correct position after the driver was removed.

Event description:
It was reported that during the case, the part was successfully implanted, however the physician could not easily remove the locking driver from the lock. The locking driver was slapped off in order to remove it from the implant. The implantation was considered a success at that time, and the patient was closed up to continue the operation, as posterior screws were needed as well. During the next portion of the case, it was determined through imaging that the lock wasn't attached to the cage. The physician went back in the front to secure the lock. As the lock was returned for inspection, the physician inserted a new lock. It was determined that the lock was used successfully, but after slapping the driver off, it is likely that the lock was moved out of the locked position and then was neglected to be re-checked prior to moving on to the next stage of the case.